Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, immediately while anchoring the little loop, the loop broke and couldn't be used anymore, because it wasn't possible to anchor the instrument, the device¿s thread broke. A new device was used in order to complete the case. No patient injury.